Event description:
It was reported that the procedure was aborted. A guidezilla ii extension catheter and a rotapro atherectomy catheter were selected for treating a coronary lesion. The rotapro could not be advanced within the guidezilla ii extension catheter due to failure to obtain backup of the guidezilla ii extension catheter. The procedure was stopped and will be performed at a later time. No patient complications were reported.